Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the specific cause of why the scope was put into sterrad without the pressure cap connected could not be determined. The event can be detected/prevented by following the instructions for use: cyf type v2/va2/v2r operation manual, chapter 5 reprocessing: general policy, chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the cysto-nephro videoscope¿s scope was put into sterrad without pressure cap connected. The unspecified diagnostic procedure was completed using a similar device. There was no report of patient harm.